Manufacturer narrative:
The investigational analysis completed on 2/21/2020. The device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. The friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal actions were identified. Customer complaint is confirmed. The root cause of the valve separation could be related to the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter (afl) with carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hemostatic valve separation. Initially, it was reported that the sheath would not fit. Sheath replacement resolved the issue. No adverse patient consequences were reported. The observed sheath resistance has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. Upon initial inspection, the hemostatic valve was found dislodged inside of hub. Friction ring and brim cap remained intact. The observed hemostatic valve separation has been assessed as an MDR reportable malfunction. The awareness date has been reset to 2/10/2020.